Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Test result(s): [ ] defect confirmed [x] defect not confirmed. Results description: technical evaluation of the device did not identify any nonconformances or device performance problems which would directly contribute to the reported event. Volumetric accuracy tested in spec. Igation results become available. Active device history log review: [ ] n/a [ ] defect confirmed [x] defect not confirmed. Details of history log: log review shows on (B)(6) 2026 and 6:44am a dose over time infusion set-up of 9.51 ml/hr and 6 hours (dl: kphosph; total dose .166 mmol; patient weight 20kg), followed by new total dose set to 3.312 mmol (189.8 ml/hr) and at 6:46pm an infusion start. At 6:48pm with volume of 6.59 ml pressure alarmed, then at 6:50pm an infusion start. At 7:00pm syringe near empty alarmed and at 7:02pm infusion was stopped with volume infused to 44.93 ml.

Event description:
As reported by the user facility: syringe is involved in an incident for infused too fast.